Event description:
Pt was found by family having fallen at home. Pt was lying in a pool of blood. Event is thought to have occurred at 2:30 am. Pt was transferred by ambulance to hosp. Was intubated and placed on a ventilator. Pt was given a lidocaine drip. Upon physical assessment pt was comatose, dilated pupils, extended responses to painful stimuli bilaterally. Pt was transferred to a second hosp by helicopter. Pt remains on mechanical ventilation and has not improved neurologically.

Event description:
Add'l info rec'd from MFR 6/28/01: unfortunately, due to the limited info provided in the medwatch report, MFR was unable to identify this device; and therefore, was unable to investigate further. In the event that co receives info allowing to identify the device, co will initiate an investigation.